Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The device was evaluated and found to be within specification. Additional information was received indicating that no injury resulted.